Event description:
During a procedure, the physician activated a valleylab electrosurgical force2 generator with a karl storz electrosurgical accessory cord and found the cautery not working to cauterize tissue. Upon further examination, it was noted that the electrosurgical cord was severed from the adapter. It was reported that a small portion of the cord on the adapter was sparking/smoking. The cord and electrosurgical generator were immediately removed from the room and sent to the biomedical engineering dept for further examination. Biomed's follow-up indicates that the cord was not cut, but severed because of weakness/distress. They also noted that while examining the electrosurgical generator, it was discovered that a rem connector was cracked and there was a loose pin. However, they reported that this finding was not related to the incident with the cord sparking/smoking. The pt did not suffer any untoward effects because of this occurrence.